Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratches on display window, cracked case on the display widow corner, cracked reservoir tube and cracked reservoir tube window.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 81mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.